Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('ovary turning yellow and being infected by coils poking at it') and oophoritis ('ovary turning yellow and being infected by coils poking at it') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), pelvic pain ("stabbing pain in my left side"), back pain ("back pains"), alopecia ("hair loss"), headache ("headaches") and allergy to metals ("allergy to nickel"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the ovarian perforation, oophoritis and allergy to metals outcome was unknown and the pelvic pain, back pain, alopecia and headache had resolved. The reporter considered allergy to metals, alopecia, back pain, headache, oophoritis, ovarian perforation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: ovary turning yellow and being infected by coils poking at it, headaches, back pains, hair loss, stabbing pains in my left side, allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality-safety evaluation of product technical complaint. On 20-mar-2020: patient's age was added. On 20-mar-2020: social media received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('ovary turning yellow and being infected by coils poking at it') and oophoritis ('ovary turning yellow and being infected by coils poking at it') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), pelvic pain ("stabbing pain in my left side"), back pain ("back pains"), alopecia ("hair loss"), headache ("headaches") and allergy to metals ("allergy to nickel"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the ovarian perforation, oophoritis and allergy to metals outcome was unknown and the pelvic pain, back pain, alopecia and headache had resolved. The reporter considered allergy to metals, alopecia, back pain, headache, oophoritis, ovarian perforation, and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: ovary turning yellow and being infected by coils poking at it, headaches, back pains, hair loss, stabbing pains in my left side, allergy to metals. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new event allergy to nickel was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('ovary turning yellow and being infected by coils poking at it') and oophoritis ('ovary turning yellow and being infected by coils poking at it') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), pelvic pain ("stabbing pain in my left side"), back pain ("back pains"), alopecia ("hair loss"), headache ("headaches"), allergy to metals ("allergy to nickel") and device dislocation ("left coil migrated"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the ovarian perforation, oophoritis and allergy to metals outcome was unknown and the pelvic pain, back pain, alopecia and headache had resolved. The reporter considered allergy to metals, alopecia, back pain, device dislocation, headache, oophoritis, ovarian perforation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: ovary turning yellow and being infected by coils poking at it, headaches, back pains, hair loss, stabbing pains in my left side, allergy to metals . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Added event left coil migrated. Fu 6 and 7 processed together. On 23-mar-2020: social media received: reporter was added. No new clinical information was received. Fu 6 and 7 processed together. On 23-mar-2020: social media received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('ovary turning yellow and being infected by coils poking at it') and oophoritis ('ovary turning yellow and being infected by coils poking at it') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), pelvic pain ("stabbing pain in my left side"), back pain ("back pains"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the ovarian perforation and oophoritis outcome was unknown and the pelvic pain, back pain, alopecia and headache had resolved. The reporter considered alopecia, back pain, headache, oophoritis, ovarian perforation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: ovary turning yellow and being infected by coils poking at it, headaches, back pains, hair loss, stabbing pains in my left side. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.